Event description:
It was reported that the surgeon attempted to insert a 12.0 diopter aq2003v silicone three piece lens, but the lens tore due to the cartridge. The cartridge tore as the lens was ejecting and subsequently, the cartridge tore the haptic. There was no patient contact or injury. The reporter stated the surgeon felt the cartridge was defective.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic torn off and missing. There was evidence of clear surgical residue. H6: evaluation method: lens work order search. Results: a lens work order was performed and no similar complaints were found. Conclusion: no conclusion can be drawn.based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted tha the injector and cartridge were not returned for evaluation.